Event description:
Caller states during a correlation study, the pt tested 6.2 inr on the coaguchek xs system and 10.4 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect sys and replacement was sent.